Event description:
During functional testing, the device displayed "pacer disabled," "defib disabled," "pacer fault 116," and "defib fault 72" messages. No patient involvement in the reported malfunction.